Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the helix being found slightly protruding. Subsequently, this lead was removed from the patient body to retract the helix, but this lead was rotated clockwise multiple times instead of counterclockwise which resulted in wire breakage. This rv lead was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported.